Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose on (B)(6) 2020 with blood glucose of 34 mg/dl at the time of the incident. The customer did not mention how they treated. The customer experienced symptoms such as near loss of consciousness. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was most likely active and automatically adjusting insulin delivery during the event. The customer stated the pump was not delivering correctly when in auto mode. Troubleshooting was not completed but the pump passed a self test. The insulin pump will be returned for analysis.

Manufacturer narrative:
The p-cap or reservoir locked properly during testing. Device received with operating currents within specification. Device passed functional testing including the self test, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08685 inches. Device was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history. No over delivery anomaly or under delivery anomaly noted. Device received with minor scratched display window, case and keypad overlay.